Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the capsule fell into the patient's mouth when removing the delivery system from the patient. There was no harm caused to the patient and a repeat procedure will be performed. No medical intervention was necessary and there was nothing unusual about the patient or the procedure itself that lead to the failure. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The user has been performing the procedure since 2012. Lubricant was used to facilitate capsule placement, but the reporter confirmed that lubricant did not fall into the capsule chamber. No other known adverse events were reported.